Manufacturer narrative:
Event date: this event occurred during september 09, 2022 to september 23, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) non-dehp fluid path intravia containers 500 ml capacity leaked at the middle port seam during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, five (5) companion sample were received for evaluation. A visual inspection was done which observed a roughness in the injection port; however, the other components are placed according to the specification. The issue of leak in seam was not observed during the sample evaluation. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.